Manufacturer narrative:
Evaluation summary: the product history and batch records were reviewed and documentation indicated the product met release criteria. There has been no sample returned; therefore, the root cause can not be identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient couldn't see clearly due to a refractive surprise. The lens was exchanged approx three weeks after initial implantation for a different power. Additional info was requested.